Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 509 mg/dl. The customer was assisted with troubleshooting. The customer stated that himself a bolus of 16 units based off a blood glucose of 554 mg/dl that he enter in the insulin pump. Customer stated that his meter right now is reading high and was unsure what to enter so he can bolus for dinner. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.